Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the centrifugal control module powered up but the main display did not illuminate. There was no patient involvement.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The service repair technician (srt) observed that the centrifugal control unit with blank display at power-up. Srt performed internal inspection and observed power manager board to display cable was detached from board connectors. The cable was attached to board connectors and unit was powered on. Central control unit display illuminated at power up and operated as intended throughout functional test. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.